Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 11. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.